Event description:
The reporter called and alleged discrepant results on the device when compared to the lab during a correlation. The reported device result/lab inrs reported were 2.4/1.8, 2.4/1.8 and 2.3/1.8. No other information was provided. The reporter declined product replacement.